Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemi-hepatectomy, during the occlusion of the hepatic veins, here was poor staple formation. The staples were not in the normal b-shape. The veins were immediately clamped and over sewed. The retaining pin did not get back after opening the instrument at the opening knob. The malformed staples also fell into the patient¿s cavity and were retrieved with forceps. The same issue occurred with 2 more reloads.